Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: received one true pta dilatation catheter for evaluation. During functional testing, an in-house presto inflation device was used to inflate the balloon. The balloon was inflated to nominal pressure. No leak was noted to the balloon. The balloon deflated without issue. No other functional testing performed. The investigation is unconfirmed for the reported leak as no leak was noted to the balloon. Also, the investigation is unconfirmed for the reported deflation issue and air in device as the balloon deflated without any issue. A definitive root cause for the reported leak, deflation issue and air in device could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a valvuloplasty procedure, the pta balloon allegedly had a leak on the shaft. It was further reported that the air allegedly kept coming in when trying to deflate the balloon. There was no reported patient injury.

Event description:
It was reported that during a valvuloplasty procedure, the balloon allegedly had a leak. It was further reported that the air allegedly kept coming in when trying to deflate the balloon. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.